Event description:
The customer observed false reactive (B)(6) result while using the architect hbsab assay. The patient had previously generated a result of approximately (B)(6) (non-reactive, 6 months prior) and generated a result of approximately (B)(6) in (B)(6) 2012. No additional patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed and met acceptance criteria which indicated that the lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect anti-hbs reagent 7c18-25 lot 10064lf00, were identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.